Manufacturer narrative:
Continuation of medical devices: product ID 8703w, lot# l34869, implanted: (B)(6) 1995, explanted: (B)(6) 1996, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. The event date was 1995 and the pump was explanted because ¿it rejected from her body." It was noted the pump was the problem and the patient had complications from the beginning and after the pump was turned off. The patient wanted the pump removed and not to try another medication like the physician wanted her to. After a year of issues with the pump, the pump was explanted. It was reported the rejecting pump ravished a horrible pain throughout her entire body. She could not take a single step. It was also reported the tubing went higher in her spine causing issues in her right arm. She had an x-ray taken of the tubing before explant. The patient said the tubing went up further then the s and l levels in her spine. The patient said the next day the pump was explanted surgically. The tubing was causing an arm problem. The physician asked the next day after explant how the patient¿s arm was and the patient said the tubing was affecting her arm and had pain in her arm and it was caused by the catheter. The pump was turned off after three months of implant and she could not move due to edema because she was not urinating properly. The patient had to go to the emergency room (ER) by ambulance. The patient was hospitalized because she could not move a finger. While in the hospital, she had to go to the bathroom in her bed and she was only fed one meal. The patient could not stand to get out of the bed and her feet went out of under when she was lifted by the doctor. The patient was transferred to another hospital. It was also noted three days after implant she got shingles and had pain. She went to the ER for shingles and was treated. The first two weeks after implant she was vomiting and had severe headaches. The patient was told that it did not have anything to do with the pump. It was also reported her menstrual periods quit after implant and she had "cisco fibrosis" in her breasts. The patient reported she was engorged and inflamed in her breast and this typically went away after two months of a flare up (preexisting condition to the pump). The patient said her breast symptoms came back after the pump implant and did not go away after two months like it typically did before the pump. The patient had to use a urinary catheter after the pump implant and she continued to catheterize three months after explant, it took four months after explant for her period to start again and it took another five months after explant before her breast symptoms resolved. It was reported she did not pass the initial test to have the pump implanted and they only used one drop of medication during the spinal tap. The patient said that she had no urge to go to the bathroom during the trial and had to be catheterized. It was noted one intravenous bag after another was used and she still did not go to the bathroom. The patient only got 30cc of urine during the trial after two hours of medication and water. Preexisting to the pump the patient said her ls and ss in her spine she was getting injections, taking meds, and using a tens and it did not help her nerve pain. The patient received nerve blocks and she has epilepsy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the tubes for ¿l and s¿s¿ were silicone. From day one of morphine pump implant their ¿right arms was affected, a lot of pain to lift any weight over ½ gal milk.¿ it was noted after almost a year of begging to take it (pump turned off at three months, but too late (three days later), could not bend one finger, stand, sit, turn over, etc. Or wear shoes and more because the patient had not been ¿urinating¿ enough. It was also reported the patient¿s periods had stopped, shingles, breast like rocks (beside pain) and it was a condition that happened here and there and never lasted more than two months, was still happening after the year. It was found the tubing was past ¿l and ls¿ enough and that was why the patient had arm trouble. It was noted the patient¿s ¿whole body, after I could bend finger, but body in such horrible pain stayed until out.¿ it was noted they refused every time (even pump off) they wanted to see if the patient got better and they wanted to try another medicine. The patient said every time they did not want to try another medicine and to ¿get this out.¿ the patient reported, ¿what right did they have to refuse and watch horrible pain, ¿urinating¿, periods stopped, shingles, right arm, and more.¿ the patient was taught to catheterize after taken out (pump) and the patient had a paper the nurse wrote about catheterizing herself and it took three months, washing tubes they gave her. It was noted it took months for the patient to start again and it still took months for breast condition to go away and no problem in ¿rt of weight above after taken out.¿ it was further reported for months the patient¿s body had been rejecting the morphine pump in the ¿l3 and ls¿s¿ lower back (current one only legs) from the start the patient voiced concerns. The patient¿s concerns were, ¿the same makers of the morphine pump which caused serious long list of complication¿ and ¿after so many different things tried in (B)(6). Therapy, corset 8 metal stays; external ten¿s machine, (B)(6)¿ and in (B)(6), repeated upper durals for ¿l¿s and s¿s¿ that did not help and only put the patient in more pain to do them (all prior to pump). That doctor said the patient needed a morphine pump for ¿l¿s and s¿s.¿ no further complications were reported/anticipated or expected.